Event description:
It was reported that during a cryoplasty procedure, a small dissection in the vessel was noted. Access site was obtained via femoral artery. The target lesion was located in the superficial femoral artery. A polarcath 014 was selected to treat the target lesion. During the procedure, a small dissection in the vessel was noted. It was indefinite if the dissection was already there before the polarcath 014 was used. They decided to complete the procedure with a different device and tracked the micro dissection. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)